Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were noise episodes with lead integrity alert indicating short v-v intervals. Increased pacing impedance and lead fracture were also reported. Despite reprogramming, oversensing continued to be seen so the lead was explanted and replaced. No patient complications have been reported as a result of this event.